Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x- examination did not find any anomalies.

Event description:
It was reported that the patient was admitted for a new implant procedure. It was noted during the implant that the right ventricular (rv) lead was repositioned several times, but capture thresholds were high in bipolar and unipolar mode. The rv lead was exchanged, a new lead was implanted. There were no other issues observed during the procedure. The patient was stable.